Event description:
The customer reported approximately one milliliter of clear fluid leaked from the probe while performing system startup involving the coulter act diff 12 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a leaking probe due to the clogged diluent filters which generated backpressure. The fse replaced the diluent filters and resolved the fluid leak issue. The fse also noted platelets were failing during startup due to protein buildup in the instrument. The fse performed a decontamination procedure and the instrument passed all backgrounds. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the clogged diluent filters. A definitive root cause is unknown. (B)(4).